Event description:
The information received, indicated that the hub of the cypher select stent was cracked prior to use in the patient. The package was in good condition. The product was kept in good storage conditions.

Manufacturer narrative:
The product is available for evaluation, however, it has not yet been returned for analysis. Additional information will be submitted within 30 days from receipt of additional information. The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. Please note that the product was returned for evaluation. During a pci, the user noted that the hub of a cypher select + was cracked. The product was not clinically used in the patient. The package was reported to be intact with no damages using good storage conditions. Multiple attempts were made to gather more information about the event without success. The product was returned for evaluation. One non-sterile cypher select 2.75 x 13mm was received coiled inside of plastic bag. The catheter was received with the stent mounted in its original position between the marker bands with no damages. The hub was evaluated and inspected visually and a vertical crack was observed starting at the injection molding point and concluding at the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the manufacturing process of the product. The lot number for this product was identified as an affected lot. An investigation was conducted and actions have been initiated to address hub crack failures in the cypher family.